Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was unknown. The customer states their level had been 220mg/dl and then dropped low. The customer declined to troubleshoot for high and low levels. The customers states the doctor would be assisting the customer with pump troubleshoot.